Event description:
It was reported that during a vats lung resection, they went to fire the pvs stapler and on a pulmonary artery and the pulmonary artery bled significantly. It is unknown if additional blood was needed for the patient. The surgeon created a thoracotomy converting the minimally invasive surgery to an open. A clip applier was used to control the bleeding. The case was extended by an unknown amount of time. No device will be returned. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what were the indications for surgery? For a lung resection. What is the surgeon¿s experience with the pvs device? Occasional user. What was the approximate width of the compressed vessel? 1 cm . Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Surgeon believes so. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? No. What was the total estimated blood loss (ml)? N/a. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? N/a. Was the bleeding intraluminal or extraluminal? Intraluminal was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? No.